Event description:
It was reported that the customer experienced a low blood glucose event, which required intervention by emergency medical services. The customer also reported that the insulin pump alarmed failed battery test. The blood glucose reading was 28 mg/dl, and the customer stated that she ran out of supplies and discontinued use of the insulin pump 2 days prior to the event. She was treating with manual injection and did not know how much to give herself. She advised that she had given herself too much insulin manually. She was treated with liquid glucose on site and did not have to be transported to the hospital. Over a week later, the customer reported the failed battery alarm and stated that she had to try more than one battery in order for the device to recognize the battery. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.